Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating. Additionally, it was reported that the pump touch screen was intermittently unresponsive and the customer experienced difficulties inserting cartridges on the pump due to an unknown issue with the pump housing.